Event description:
It was reported that prior to starting a urological surgical procedure, using the da vinci si surgical system, while setting up the illuminator, it was noted that the light output from the illuminator was dim. The site checked the settings and reseated all parts; however, the issue persisted. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) found that the dim light issue experienced by the site was due to the incorrect vision settings on the surgeon side cart (ssc) and the brightness control on the illuminator was turned down. Isi has contacted the site several times to verify additional information concerning the status of the patient. However, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.